Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing of the r waves, nine days after implant procedure. It was noted that the patient experienced chest pain. The lead was reprogrammed at first from bipolar to unipolar sensing. The myopotential oversensing with occasional t wave oversensing was observed as a consequence. The patient experienced the syncopal episode with head injury. The lead was finally repositioned and remains in use. No further patient complications have been reported as a result of this event.